Event description:
It was reported that the patient had inadequate pain relief despite of optimizing the programs. It was also noted that the implantable pulse generator (ipg) was no longer holding a charge or fully charge. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was kept by the medical facility.